Event description:
Report received from the USA stating that during pre-testing, the motor device's hose was "leaking oil, leak was closer to the drill end of the hose." The motor device was not used in surgery. There were no injuries or medical intervention reported. There were no delays in scheduled surgeries as there was a spare identical device available. There was no additional information provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and was found to have been tampered with. The outer hose was not made by the manufacturer. Evidence indicates this was due to improper handling. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).